Event description:
Boston scientific received information that this device was explanted and replaced in (B)(6) 2012.

Event description:
Boston scientific received information from the local representative that the device was implanted on the left pectoral region and the patient had been seen in-clinic due to beeping tones from the device. According to the local representative, the patient underwent defibrillation threshold testing (dft) in (B)(6) 2012 and the physician had decided to continue monitoring the patient on a regular basis. The physician was aware of the recommendation for device replacement and was planning to discuss this further with the patient. Subsequently, boston scientific received information in (B)(6) 2012, that this local representative contacted ts to report that a fault code#1003 was displayed on the programmer following device interrogation. Ts reiterated the prior recommendation that this device should be explanted and returned for laboratory testing. The local representative was planning to discuss this further with the physician.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a fault code 1003 "voltage is too low for projected remaining capacity", which was earlier than expected as the device had a reported 10 years remaining longevity. Boston scientific technical services (ts) advised replacement of the device. The device was interrogated again and the fault code was not present, thus it was questioned why. Ts explained that once you get the fault code it means the device needs to be replaced, as the fault will likely occur again. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt, laboratory testing will be performed to determine root cause.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the device is returned for laboratory testing.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed a low voltage battery faults (fault code 1003) had been recorded. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Event description:
Additional information was provided that the physician was going to continue to monitor the patient. It was noted that it was again recommended to the physician to remove the device as soon as possible. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.